Event description:
The pt was revised because of a fractured patella implant.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Review of the device history records did not reveal any anomalies. The initial reporting stated x-rays were not available for examination. The investigation could not draw any conclusions about the reported device fracture without the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.